Manufacturer narrative:
Siemens filed the initial MDR 2247117-2020-00039 on 13aug2020. Additional information (25sep2020): the customer contacted the siemens customer care center (ccc) and a siemens customer service specialist reviewed the information provided. Siemens did not find any nonconformance or issue with sample and reagent level sense issues that would cause the discordant results. Siemens requested that the customer to perform decontamination on the instrument and the substrate line. It was requested to check configurations/positions of the tube lifter, shutter, dual resolution diluter (drd) and the pipette positions. If necessary, it was also asked that the customer verify the high speed spinner speed and replace the substrate and water pumps. It was confirmed from the customer that the instrument was fully operational. Siemens concluded that the potential cause was the high spin speed. The instrument is performing according to specifications. No further evaluation of this device is required. Mdrs 2247117-2020-00035_s1, 2247117-2020-00036_s1, 2247117-2020-00037_s1, 2247117-2020-00038_s1, 2247117-2020-00040_s1, and 2247117-2020-00041_s1 were filed in conjunction with this report.

Manufacturer narrative:
Siemens is investigating the issue. Mdrs 2247117-2020-00035, 2247117-2020-00036, 2247117-2020-00037, 2247117-2020-00038, 2247117-2020-00040, 2247117-2020-00041 were filed in conjunction with this report.

Event description:
Two discordant, falsely elevated carcinoembryonic antigen (cea) patient results were obtained on an immulite 2000 xpi instrument. The initial results were not reported to the physician(s). The same samples were repeated on the same instrument. The repeated results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated carcinoembryonic antigen (cea) patient results.